Event description:
Info received indicates the valve was retrieved after 36 months service life due to stenosis and unacceptable gradient. At explant, the surgeon noted thrombus or possible vegetations on the valve leaflets. The device was replaced with no additional complication reported for the pt.